Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was connected to the secondary clave port of a plumset and was being used to deliver an unspecified concentration of cyclophosphamide. At the completion of the delivery, it was reported that two to three drops of solution leaked from the tubing set and secondary clave port connection. The solution that spilled was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.